Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of overheating and errors could not be reproduced. Unit passed functional testing at high speed selections. All functions perform as expected and overheating did not occur during testing. A root cause could not be determined. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. Complaint history review found other related events. The instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. However, as no harm has been alleged then additional review is not required. Factors that are known to contribute to the alleged fault/failure may be an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery,versajet ii console device overheated. The system gave an unknown error code. The machine was used for 2 1/2 hours for a burn case where the or room was at 99 degrees. The nurse almost burned her hand saying that the metal casing was really hot. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.